Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial in liquid. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Functional inspection did not meet original values measured at the time of manufacturing. H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a separate visit the lens was exchanged with a same size lens but different power. The problem was resolved.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
B5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a separate visit the lens was exchanged for a same size lens but different power. The replacement lens resolved the issue. Claim# (B)(4).